Event description:
Facility states that their enterprise bed was smoking. When the (B)(6) arrived he was informed by a member of the patient's family member and the attending nurse that there was smoke coming out from the bottom of the bed frame. There were no reported injuries to the patient, family or staff.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of (B)(4). The arjohuntleigh rental tech confirmed that there was a smoke-like odor, however there was no smoke visible to them by the time they came to evaluate. It was noticed that black oily liquid was coming out from the power cord connection to the power supply on the outside of the frame (the source of the odor). There was no power to the frame; the tech tried various outlets on the wall to plug it in without the success. Additional information will be provided following the conclusion of the manufacturer's investigation.